Event description:
It was reported that during the stent graft deployment procedure, the device allegedly had a partial deployment. Therefore, device needed to be retraced together with deployment system and sheath. It was further reported that the stent was damaged in the end and the outer white catheter was torn. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The delivery system was returned disassembled together with two introducer sheathes, as well as a 0.018 inch guide wire. The tether of the deployment mechanism inside the grip was found broken out of the socket of the sliding block; signs of increased tensile forces were visible on the socket of the sliding block. The slide block was found to be shifted towards the proximal end of the diving sheath; however, the slide block was not disconnected. Due to significant contamination with coagulated blood, no further evaluation could be performed. The investigation is confirmed for reported issues. Based on the information available a definite root cause could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: "hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (segment between left and right hand on illustration) relaxed and avoid tension", and "during covered stent release do not hold the 30 cm long distal catheter assembly segment as it must be free to move and slide into the white stability sheath." Based on the instructions for use the delivery system is compatible with 0.035 inch (0.89 mm) guidewires and 8f or 9f introducer sheaths. The reported during an endovascular aortic aneurysm repair represents an off label use of the device. Based on the instructions for use supplied with this product, the covera vascular covered stent is indicated for use in hemodialysis patients for the treatment of stenosis in the venous outflow of an arterio-venous (av) fistula and at the venous anastomosis of an eptfe or other synthetic av graft. H10: (expiry date: 06/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during the stent graft deployment procedure, the device allegedly had a partial deployment. Therefore, device needed to be retraced together with deployment system and sheath. It was further reported that the stent was damaged in the end and the outer white catheter was torn. There was no reported patient injury.